Manufacturer narrative:
Combination product: yes.

Event description:
In office follow up reveals a vf shock with normal detection and sensing. Immediately post 45j shock, the iegm shows noise on far field and near field iegms. Postural testing was negative for noise. The device functioned as expected. Lead and device remain implanted. Lead integrity post shock is suspected. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.